Event description:
It was reported that the precice nail was not lengthening. The physician revised the precice nail without incident.

Manufacturer narrative:
A visual inspection of the returned precice nail was observed to be undamaged. X-ray inspection revealed that the thrust bearing was broken. The nail was functionally tested and was unable to distract and retract with the erc during the force test. The nail was opened and the thrust bearing was revealed to be damaged. The bottom race was broken into a few pieces and the cage was bent and damaged. The failure of the thrust bearing would cause the nail to stop lengthening. This failure mode has been identified in dynamic axial load testing as a result of excessive cyclic loading of the thrust bearing. Potentially due to patient non-compliance.